Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same day. It was reported that the death occurred due to exposure of the products administered during dialysis.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.